Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's flow and power on the system monitor went blank, and the system monitor was distorted. The patient was sleeping at the time and experienced no symptoms. The low flow was noted on (B)(6) 2023 at 02:15 and was followed by a pump stop. The alarms resolved within 2 seconds. The event log showed an intentional pump stop initiated by pushing the pump stop button on the system monitor. The intentional pump stop button was thought have been pressed by the staff, but this could not be confirmed. The system monitor's screen was responsive to commands. The issue resolved. System monitor MFR # 2916596-2023-04826.

Event description:
It was reported that the patient had noted a decline in their energy over the past few weeks, along with generalized fatigue, mild shortness of breath, abdominal distension, and lower extremity swelling. The patient had been compliant with their medication. The patient presented for an outpatient right heart catheterization that revealed a cardiac index of 1.7 with elevated filling pressures and severe biventricular overload. The patient was subsequently upgraded to right ventricular support in the form of a right ventricular assist device (rvad) for residual left ventricular assist device (lvad) insufficiency due to severe aortic insufficiency. The patient was admitted to the cardiac intensive care unit (cicu) to be evaluated and monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6),with no further issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6) and the reported events of right heart failure, peripheral thromboembolism, and aortic insufficiency, as well as the reported patient-related conditions, could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed a transient pump stop event which appeared to be caused by the pump stop button being pressed at the system monitor. The controller event log file contained events from 18may2023 through 08jun2023, per the timestamps. An intentional pump stop event was captured on 08jun2023 at 02:15:20, resulting in lvad off and low flow alarms, per design. The pump stop event lasted approximately 1 second. No other notable pump events or alarms were captured. The pump appeared to be operating as intended at the set speed before and after the intentional pump stop event. The patient underwent heart transplant on (B)(6) 2023. The heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and peripheral thromboembolism as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Section 6 of the IFU, "patient care and management", contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 4 of the IFU, ¿system monitor¿ (under ¿pump stop button¿), states: ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed.¿ this section further states that after the countdown, the stopping pump message will be displayed. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
When the patient experienced a clot in the rvad, an angiogram was performed and showed a filling defect in the lower lobe.

Event description:
Additional information was received that the right ventricular assist device (rvad) was from a different device manufacturer. The rvad was implanted on (B)(6) 2023 then explanted and replaced on (B)(6) 2023 due to a clot in the rvad. The patient then underwent a heart transplant on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.